Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, the patient presented with tenderness and an elevated white blood count approximately 17 days post operatively. She was admitted to the hospital and examination revealed a burn/necrosis to the cervix. The patient was given IV antibiotics while in the hospital and discharged with 10 day cycle of antibiotics. The patient was examined 14 days after discharge and the physician noted an improvement (healing) to the necrosis. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.